Manufacturer narrative:
Correction to initial report: g3 date received by manufacturer has been updated from 23-dec-2025 to 17-dec-2025.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presents a high pressure. There was unknown reported patient involvement.